Manufacturer narrative:
Correction made to event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was first seeing poor communication, the patient then repositioned the antenna and they were able to connected with the stimulation being on. They were set at 2.0 and they increased to 3.0 but couldn't feel stimulation so the patient raised to 5.0 and the patient felt stimulation where they weren't supposed to feel stimulation, which was noted as in their hips and below but not in the bicycle seat area. It was also reported the patient saw a screen with a telephone but didn't see a code. The patient misunderstood the patient programmer sue and thought that if the patient programmer screen was turned off then the therapy would turn off and they also didn't understand that each time they connected to the patient programmer they had to physically place the patient programmer/antenna against the ins site. The patient was able to successfully connect the patient programmer to the ins during the call. They mentioned seeing poor communication screen when they were pressing buttons without making physical connection. The stimulation was increased to 8.4 and then they decided to turn it down to 3.0. No further complications were reported as a result of this event.